Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer investigated the system on-site. The nozzle unit in the n2o gas module and the patient cassette were replaced. The parts were kept by the customer and not returned for investigation. A complete set of device logs was received. The logs show that a successful system checkout was performed before and after the case. The case was started with the gas mix set to o2/air, no n2o was used. At the beginning of the case, the gas mix was changed to o2/n2o and alarm for expiratory minute volume: low was triggered. The system was shut down and startup, and a successful sco was performed. The treatment was started again with the gas mix set to o2/air. Ten minutes after start, the gas mix was set to o2/n2o and several clinical alarms, such as expiratory minute volume: low/high, leakage, and a few airway pressure: high, were generated. The gas mix was set back to o2/air and the alarms ceased. When the gas mix set to o2/n2o the alarms were generated again. The trend log shows that the measured inspiratory and expiratory volumes were irregular when the gas mix was set to o2/n2o. The technical log shows that alarms for exp. Flow measuring error were generated which can be associated with the irregular measured volumes. The n2o gas was delivered according to the set concentration during this time. Our conclusion is that there were issues when gas mix o2/n2o was used and the exp. Flow measuring was incorrect, which can be related to the replaced parts. However we have not been able to determine the true case of the experienced event. A correction of field # d1 brand name, # d4 version or model # and h4 manufacturer date have been done. The unique UDI # has been added. D1 ¿ brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system. D4 ¿ version or model # - previous version or model #: flow-c, corrected version or model #: 6887700. H4 ¿ manufacture date - previous manufacturing date: 2021-12-13, corrected manufacturing date:2021-11-30.

Event description:
It was reported that the anesthesia system generated alarms for high airway pressure. There was no patient harm. Manufacturer's reference #: (B)(4).